Event description:
The consumer reported a loss of therapy and return of symptoms. The implant seemed to be doing no good. When asked to clarify, the patient stated she was not getting relief from the implant. The patient said she could turn it up until she felt it in her legs, but it did not help with her back .the patient was in a lot of pain and the pain had gotten worse. A fall could have been related to this issue as the patient fell and shortly after started having this issue. This occurred in (B)(6) 2015. There was no stimulation and the stimulator was not working. When the stimulation was turned all the way up, the patient was not feeling stimulation. The therapy stopped working completely. It was stated the patient started to get a decrease in relief since (B)(6) 2016 and on (B)(6) 2016, the therapy stopped completely by a different report source. The consumer spoke to the healthcare provider (hcp) and they told them to contact the local manufacturer's representative (rep) to interrogate the implant. Further information received from the rep reported impedance measurements were taken across both leads with references changed from contact to contact. Most contacts showed impedance values of greater than 40000 ohms and many were approaching 40000 ohms. The rep stated the patient fell in (B)(6) 2015 and that since then the patient said the stimulation changed and eventually completely cut out on (B)(6) 2016. A gradual loss of stimulation was noted. Relevant medical history included failed back surgery syndrome and spinal pain.

Event description:
Additional information as received reporting that the patient was scheduled for surgery for a possible lead revision. The date of the surgery was not known at the time of the report. The patient reported on (B)(6) 2016 that a reprogramming session was done and "they rerouted the thing somehow." The healthcare professional (hcp) had plans to replace the whole system. The patient was scheduled for pre-testing on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted:(B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Analysis results of the implantable neurostimulator (ins) [s/n: (B)(4)] and leads [s/n: (B)(4), s/n: (B)(4)] were not available at the time of this report. A follow-up report will be sent when analysis is complete. Evaluation conclusion code no longer applies to this event; evaluation conclusion code and evaluation results code apply to the implantable neurostimulator (ins) [s/n: (B)(4)] and leads [s/n: (B)(4), s/n: (B)(4)].

Event description:
Additional information received from the healthcare professional via the manufacturer representative on (B)(6) 2016 regarding a loss of stimulation due to a patient fall. Diagnostic testing or troubleshooting performed included impedance checks indicating most electrodes on the leads were out and not working correctly. Interventions/ actions taken to resolve the reported issues included explanting and replacing the implantable neurostimulator (ins) and leads on (B)(6) 2016. The issue was resolved, and the patient's status was alive with no injury.

Manufacturer narrative:
Analysis found no anomaly with the ins. In regards to the lead (s/n: (B)(4)), analysis found conductors 0, 4, 5, 6, and 7 were broken 28.9 cm from the proximal end and breached depression on the outer insulation at 28.9 cm from the proximal end. In regards to the other lead (s/n: va0cvrv042), analysis found conductors 1, 2, 3, 4, 5, 6, and 7 were broken 29.0 cm from the proximal end and breached depression on the outer insulation at 29.0 cm from the proximal end. All method codes apply to the ins and two leads. The following codes apply only to the ins: fdr 213, 825 and fdc 71. The following codes apply to both leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.